Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foggy image due to dirt on the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation of the foggy image due to dirt on the objective lens, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.